Manufacturer narrative:
Additional information: b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a system error 9048.1 occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. Following the 9048.1 error, a 9040.1 error occurred, and the machine switched off rendering it inoperable. It was reported that the event occurred five minutes after the start of cvvhd treatment. The patient's blood could not be completely returned, resulting in blood loss of less than 200 ml. The blood loss did not lead to any serious patient injury or harm. To resolve the reported issue, a software update was installed on the machine (updated to version 6.02). The software update has a bug fix that minimizes the system error 9040.1. Since the software update, the device has been used for treatments without any further problems. No sample was reported to be available for evaluation.

Event description:
It was reported that a 9048.1 system error occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. The alarm occurred about five minutes after the treatment was started. The event resulted in approximately 200 ml (or less) of blood loss. No sample was expected to be returned for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a system error 9048.1 occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. Following the 9048.1 error, a 9040.1 error occurred, and the machine switched off rendering it inoperable. It was reported that the event occurred five minutes after the start of cvvhd treatment. The patient's blood could not be completely returned, resulting in blood loss of less than 200 ml. The blood loss did not lead to any serious patient injury or harm. To resolve the reported issue, a software update was installed on the machine (updated to version 6.02). The software update has a bug fix that minimizes the system error 9040.1. Since the software update, the device has been used for treatments without any further problems. No sample was reported to be available for evaluation.

Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. The described problem is addressed within the scope of a product improvement initiative. A software error and a communication error occurred, which ultimately resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 alarm code is a collective alarm code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 alarm usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. Appropriate measures were taken in a CAPA that was opened to address the issue. However, not all possible sources could be/were addressed. Therefore, the sources of those cases are being collected and will be considered within the scope of the product improvement process. Based on the available information, the reported complaint was confirmed. A software problem was identified, and the cause of the failure was traced to device design.